Event description:
Patient implanted with a margron dtc hip replacement system presented with worsening postoperative pain over a period of months. X-rays confirmed subsidence of femoral stem. Implant revised using alternate manufacturer's hip replacement system. It was reported that a cerclage wire had been used during the primary surgery most likely for a fracture in the femur. Examination of explanted femoral stem showed signs of the wire rubbing against the stem resulting from an unsuccessful use of the wire, and movement of the stem in the femur. This would have ultimately led to a lack of bone ingrowth and a loosening and subsidence of the stem.

Manufacturer narrative:
Patient implanted with a margron dtc hip replacement system presented with worsening postoperative pain over a period of months. X-rays confirmed subsidence of femoral stem. Implant revised using alternate manufacturer's hip replacement system. It was reported that a cerclage wire had been used during the primary surgery most likely for a fracture in the femur. Examination of explanted femoral stem showed signs of the wire rubbing against the stem resulting from an unsuccessful use of the wire, and movement of the stem in the femur. This would have ultimately led to a lack of bone ingrowth and a loosening and subsidence of the stem. The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by another country orthopaedic association in the 2007 national joint registry report. This observed trend and portland's initial analyses were previously reported to FDA in MDR no. 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further evaluation of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant. Device evaluation report: the returned explanted margron dtc device was visually examined by portland orthopaedic's cto and general manager qa & ra on 08/29/2007. Device appeared to be in relatively good condition with no remaining hydroxyapatite (ha) coating. The of explanted femoral stem did show signs of the cerclage cable (wire) rubbing against the stem (image 02), which indicates unsuccessful use of the cable, and movement of the stem in the femur. This would have ultimately led to a lack of bone ingrowth and a loosening and subsidence of the stem.